Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 150 units, and after delivering some insulin, the insulin gauge decreased to 65 units. The customer reloaded the cartridge successfully and received an accurate fill estimate. At the time of the event, the customer's blood glucose level was 489 mg/dl, and was addressed with a correction bolus.